Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the driveline extension cable with unknown lot number was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. External visual inspection of the driveline cable revealed damage on the cable outer sheath and to the insulation of three interior wires (red, white, and green), thus exposing the damaged wires. Additionally, visual examination revealed no obvious physical damage or anomalies to the body, recessed pins, and/or foreign material inside the connectors that may have compromised the mechanical/electrical performance of the returned device. Functional testing of the returned device revealed that the test pump was able to start with power consumption above the normal range per the instructions for use with electrical fault alarms, which correlates to the observed wire damage. The driveline extension cable was able to connect properly at both ends. As a result, the reported ¿wire damage¿ event was confirmed, however the reported ¿not able to provide power¿ event could not be confirmed. Based on the available information, the most likely root cause of the damage observed could be attributed but not limited to improper handling of the device. Possible root causes of the reported ¿not able to provide power¿ event may be attributed, but not limited, to a marginal connection and/or contamination within the controller or driveline connectors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline extension cable had wire damage and was not able to provide power. The driveline extension cable was removed from use. There was no patient involvement.